Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Investigation revealed that the force sensor resistance measurement was out of calibration. There was evidence of contamination found on the force sensor assembly.

Event description:
The patient reported that the pump dispensed insulin on two occasions during the rewind step. There was no reported patient impact as a result of the incident.